Manufacturer narrative:
Due to character restrictions in block e1 event site name : tr ministry of health mugla education and. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during a routine check, the cardiosave intra-aortic balloon pump (iabp) displayed code 3 error during opening test. There was no patient involved reported.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the device and confirmed the error when opening test gives error. Code no 3'. In the examination, it was determined that the scroll compressor part of the device was faulty. The faulty part must be replaced with a new one. In addition, the safety disk, tidal volume disk parts of the device must be replaced with a new one. Based on the evaluation results provided by the field service engineer, the failure occurred due to a defective ¿scroll compressor, safety disk and tidal disk¿. Based on the evaluation results provided by the field service engineer, the failure occurred due to a defective ¿scroll compressor, safety disk and tidal disk¿. The issue was resolved by replacing the malfunctioning part. However, root cause evaluation for the replaced part cannot be performed since the defective part was not returned